Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2408-74 serial#: (B)(4) description: avista MRI perc lead kit, 74cm model#: sc-4319 lot#: 19545216 description: clik x MRI anchor it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was admitted due to infection at the pocket site that was in its initial phase. It was noted that the patient had fever and the bottom part of the incision pocket site was leaking some fluids, it was hot, sensitive in that area and it was like bloated a little bit. The physician believed that the pocket was too small and the device was causing pressure and discomfort on the incision area. The patient underwent an explant procedure and was prescribed antibiotics. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1200 (serial# (B)(4)): device evaluation indicated that the device passed all tests performed. Sc-2408-74 (serial#: (B)(4)): device evaluation indicated that the source of the complaint was not determined. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event, and there is no reason to suspect a manufacturing defect as the source of the reported complaint. The lead was cut during the explant procedure. Damage to the device was similar to the typical explant damage and was not considered a failure. Sc-4319 (lot# 19545216): device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was admitted due to infection at the pocket site that was in its initial phase. It was noted that the patient had fever and the bottom part of the incision pocket site was leaking some fluids, it was hot, sensitive in that area and it was like bloated a little bit. The physician believed that the pocket was too small and the device was causing pressure and discomfort on the incision area. The patient underwent an explant procedure and was prescribed antibiotics. The patient was doing well postoperatively.

Manufacturer narrative:
Results code additional information was received that on (B)(6) 2017, the physician initially assessed that the patients pain and burning symptoms were possibly caused from coiling the leads at the ipg pocket site during the initial implant procedure. The physician insisted everything was fine and the patient was administered lidocaine patches and asked to continue taking percocet. The patient continued to experience the pain and burning sensation and upon further inspection on (B)(6) 2017, the patient was assessed to have an infection. Following the explant procedure on (B)(6) 2017, the physician closed the wound with medical clips without first cleaning the site. The patient was discharged from the hospital the same day. On (B)(6) 2017- the clips were removed and the patient indicated feeling burning and pain with bleeding. The physician stated that was normal and prescribed antibiotics. - (B)(6) 2017 - the patient experienced oozing liquid with blood. A physician assessed there was an infection at the wound site and administered antibiotics and pain medicine. On (B)(6) 2017 - another physician prescribed antibiotics and assessed that the wound site looked good. On (B)(6) 2017- the patient experienced fevers, the wound was red and continued to ooze. The patient was hospitalized and administered IV antibiotics and the next day the patient underwent a procedure where bacteria was found lodged in the wound and the infected area was cleaned. On (B)(6) 2017 - the patient was released from the hospital and antibiotics were prescribed. On (B)(6) 2017 - the patients wound was found to be badly scarring and the patient still experienced pain. The physician assessed the wound was infected. On (B)(6) 2017 - the patient underwent another procedure and was placed on antibiotics. On (B)(6) 2017 - the physician informed the patient she was no longer infected and should not undergo any more operations due to the internal keloid scarring which could cause her worse pain. The patient reported that she suffered forms of emotional distress and impact to quality of life.

Event description:
A report was received that the patient was admitted due to infection at the pocket site that was in its initial phase. It was noted that the patient had fever and the bottom part of the incision pocket site was leaking some fluids, it was hot, sensitive in that area and it was like bloated a little bit. The physician believed that the pocket was too small and the device was causing pressure and discomfort on the incision area. The patient underwent an explant procedure and was prescribed antibiotics. The patient was doing well postoperatively.